Event description:
The customer reported low blood glucose. Customer stated her mother called 911 due to she was unconscious. Customer's blood glucose was unknown. Customer stated that she treated at the scene and then emergency medical technician left after her blood glucose came up. No hospital admittance. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.